Event description:
It was reported that during the surgery, after fired, noted the staples partial formed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). D4: batch # unk. Additional information. This is an analysis of a photo and a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a white reload partially fired 1/2 and appears to be a partially formed staple on a pocket and a b-formed staple in the deck on the proximal end side. The video shows a device that tried to be fired, with a white reload loaded, the device can be see that is closed without difficulties but at the moment to fire, the firing trigger appears to be jammed. At the end of the video, can be seen the reload loaded and appears to be fully fired. Based on the photo and video reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x96678, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.